Event description:
After all the trocars employed in the case were in place, a piece of plastic was detected in the patient's abdominal cavity with a scope, and was subsequently retrieved. Unrelated to this occurrence, the procedure was converted to an open surgery to complete the case without further incident. Procedure: lap chole. Patient status: no patient injury reported.